Event description:
This report is based on information provided by a philips bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro while at a bench repair facility, indicating that the device will not charge when plugged in. The device was in use during this event; however, no patient or user impact was reported.